Event description:
Patient was scheduled for outpatient i.v.p procedure. Received 20cc's of contrast medium to which he immediately reacted. There were administered during the code. The patient developed cardiac arrrythmia and needed to be intubated. He was admitted to ICU where he remained for 24 hours. He was then extubated and moved to a general floor. He was not defibrillated during the. Patient was discharged on 10/21/93 with all effects of the reaction resolved.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.